Event description:
The customer reported a leak at the level of the injection site near the luer joint. The customer declined to provide the patient's age. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information in to align with the reported event.

Manufacturer narrative:
Investigation: the injection port was returned for analysis. Visual examination revealed stress marks on the injection port, and a leak was observed from the bottom of the bond port. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the stress marks on the component and the leak observed in the returned part indicate that the root cause is related to a defective part from the vendor that occurred during assembly. Testing has shown that not all components with stress marks result in a leak. Correction: manufacturing staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process. Corrective action: terumo bct is working with the vendor to improve the molding process to reduce the occurrence of these leaks. An internal CAPA has been opened to address these incidents.

Event description:
The original reported patient ID and weight were incorrect. The customer declined to provide the donor's ID.